Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation at night when the device conducted the capture management tests. The right ventricular (rv) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.